Manufacturer narrative:
Device analysis report attached. This report is submitted on july 19, 2024.

Manufacturer narrative:
This report is submitted on june 14, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator subsequently, the device was explanted on the (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection at the implant site.